Event description:
Procedure: low anterior resection. According to the reporter: during a low rectum operation, the rectum was stapled with idrive and (B)(4). Two disposable loading units were used with (B)(4) because it was not possible to connect it with the idrive. The (B)(4) has stapled the second firing proper. For the first one, they used the idrive. This staple was not proper. After the anastomoses many open staples were found. Therefore, the patient got a temporary stoma. Temporary ileostoma because the tissue was not stapled perfect and open staples were found in the situs, they could be retrieved. Please see the photo the found the hole on top of the anastomose after the end to end. Yes extension of operating time more than 30 minutes, no blood loss, yes extension of incision, no change of surgery, no reinforcement material used, no tissue loss or damage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 03/23/2015.